Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between hd therapy utilizing an optiflux 180nre dialyzer, and the serious adverse events of a blood leak resulting in blood loss (volume not provided), which required evaluation in the ER and hematological studies. Per the hdrn, the patient¿s blood was visualized within the hanson line (no visible damage was noted on the interior/exterior of the optiflux 180nre dialyzer). While uncommon, blood leak events are a known potential complication of utilizing optiflux series dialyzers during hd therapy. It should be noted that a lack of clinical follow-up precluded a more comprehensive investigation. Based on the totality of the information available, the optiflux 180nre dialyzer cannot be excluded from having a causal and/or contributory role in serious adverse events (e.g., blood loss). Given the hdrn¿s testimony/observations regarding the optiflux 180nre dialyzer blood leak, and no manufacturer evaluation of the suspect product, this clinical investigation cannot disassociate the optiflux 180nre dialyzer as the probable cause of the serious adverse events.

Event description:
It was reported that this a patient with end stage renal disease (esrd) on hemodialysis (hd) for renal replacement therapy (rrt) experienced an optiflux 180nre dialyzer blood leak during hd therapy on (B)(6) 2026. According to the form, the blood leak was noted upon initiation of treatment within the hanson line. The patient¿s treatment was terminated, and the extracorporeal blood was not returned (estimated blood loss not provided). The patient was reportedly sent to the emergency room (ER) for hematological studies (hematocrit and hemoglobin) in stable condition. Subsequent attempts to obtain additional clinical information (e.g., discharge summary, patient demographics, hospital records, treatment record) were unsuccessful.

Event description:
It was reported that this a patient with end stage renal disease (esrd) on hemodialysis (hd) for renal replacement therapy (rrt) experienced an optiflux 180nre dialyzer blood leak during hd therapy on (B)(6) 2026. According to the form, the blood leak was noted upon initiation of treatment within the hanson line. The patient¿s treatment was terminated, and the extracorporeal blood was not returned (estimated blood loss not provided). The patient was reportedly sent to the emergency room (ER) for hematological studies (hematocrit and hemoglobin) in stable condition. Subsequent attempts to obtain additional clinical information (e.g., discharge summary, patient demographics, hospital records, treatment record) were unsuccessful.

Manufacturer narrative:
Plant investigation: the sample was not returned for evaluation. The reported complaint is not confirmed as a definitive conclusion regarding the complaint incident cannot be reached. A review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking products are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.